Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the tortuous and calcified mid left anterior descending artery. A 2.75x28mm promus element drug-eluting stent was advanced but failed to cross the lesion after many attempts. The device was removed and it was noted that the proximal end of the stent struts were slightly lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.